Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 94 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from truetrack meter to doctor's lab results. Lab blood test produced test results of 101 mg/dl at doctor's office and 100 mg/dl using truetrack meter when patient got home. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/14/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 152mg/dl (B)(6) 2015 04:19 pm; 2: 158mg/dl (B)(6) 2015 06:31 am; 3: 149mg/dl (B)(6) 2015 06:29 am; 4: 182mg/dl (B)(6) 2015 04:27 pm; 5: 164mg/dl (B)(6) 2015 02:19 pm. Adverse event not reported.